Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 07/17/2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 07/17/2014 with the following findings: pump booted to the verify screen with dim pink contrast. Unrelated to that failure, the black box confirmed time and date reset to default setting following power on reset on (B)(4) 2014 within 10 minutes. Pump was exercised for 24 hours and when the battery was removed for 6 hours, the time and date reset to default. Pump was open to investigate and the internal battery was found to be leaking and unable to hold a charge.